Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon "e116 error code" occurred due to faulty motherboard. The cause of the faulty motherboard could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the visera 4k uhd camera control unit had error code e116(camera control unit malfunction). The patient was not under anesthesia, and there was no delay. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The assessment found that error e116 ( camera control unit malfunction) was being displayed due to a faulty motherboard. The investigation is ongoing. Upon its completion, a supplemental report will be submitted.